Event description:
Event description: cpi received information that two days post implant of an implantable cardioverter defibrillator (ICD), upon interrogation, the ICD exhibited an error message indicating that there was a lead problem. The physician performed an invasive procedure to evaluate the system and found that the suture had cut through the insulation of this transvenous defibrillation lead. The physician elected to replace the entire system with a pectoral system.

Manufacturer narrative:
Event conclusion: the system was returned to cpi for analysis. The lead was returned in three sections and the tip was not returned. Visual inspection noted tears in the insulation under the proximal spring electrode. The distal high voltage conductor was burned open in the area of the distal end of the crimp tube under the proximal spring electrode. There was no barrier between the distal high voltage conductor and the proximal high voltage crimp tube once the insulation was abraded through. This damage occurred during therapy delivery. The ICD met specifications.